Manufacturer narrative:
(B)(4). Batch # p55f84. The analysis results found that the tlc75 device was received with no apparent damage and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a colectomy procedure, the device would only fire half of the staples leaving the bowel cut but not closed. Another reload was used to complete the procedure. There were no adverse consequences for the patient.